Manufacturer narrative:
The mammotome revolve dual vacuum assisted biopsy system is intended to obtain tissue samples from the breast or axillary nodes for diagnosic analysis of breast abnormalities. The device was not returned to devicor medical products, inc. For evaluation. Therefore we are unable to determine a root cause for the reported incident. If the tissue is found within the vacuum tubing rather than in the sample management system, a misdiagnosis is possible due to lost tissue. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction.

Event description:
Devicor medical products, inc. Received a report from affiliate, devicor medical (B)(6) gmbh, stating, "during procedure samples were not collected in the chambers, they went to the tubing. No patient complications". This has been documented in our system as record #(B)(4).